Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 29 - motor cart range low) occurred with multiple cartridges during the load process. The customer's bg level was 268 mg/dl. A new cartridge was successfully loaded and the customer continued to use the pump for insulin therapy.